Event description:
It was reported that sometime post-op the patient developed an infection. It was stated that the infection was "due to drain build up." No further details were provided.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.